Event description:
Surgeon reported that following arthoroscopic shoulder surgery performed in 2001, disposable infusion pump with 100cc 1/4% marcaine was utilized. Pt returned 24 hours post-op with empty reservoir. No abnormal symptoms were encountered and unit was removed and discarded.